Event description:
It was reported that normal mode diagnostics resulted in high impedance (dc dc code - 7). It was reported that the patient would be brought back in for follow-up to have system diagnostics performed along with s-rays. It was reported that surgery is planned. No known surgical interventions have been performed to date.

Event description:
Through the manufacturer's periodic programming history review, it was observed that high impedance was seen on system diagnostics performed (B)(4) 2012. Attempts are being made for additional information; however, no additional information has yet been received.

Manufacturer narrative:
Evaluation codes ; corrected data: the previously submitted MDR inadvertently provided the wrong evaluation codes for the event.

Manufacturer narrative:
Device manufacturing records and programming history were reviewed. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Further information was received indicating that the patient underwent full revision surgery on (B)(6) 2015. It was reported that the lead was replaced due to lead fracture and the generator prophylactically replaced. The patient's vns system was tested upon connection of the new lead to the new generator and system diagnostics returned impedance results within normal limits with 1819 ohms. It was reported that no patient trauma or any manipulation occurred that could be the cause of the lead fracture. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Review of the available programming and diagnostic history showed abnormal diagnostic results: it was found that the vns patient's device was tested on (B)(6) 2015 and system mode diagnostic results revealed high impedance (dcdc code 7). On (B)(6) 2015, system mode diagnostics were repeated and high impedance persisted. It was reported that the explanted devices will not be returned to the manufacturer.